Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch selectmini meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. The patient reported obtaining a blood glucose result of ¿14 mmol/l¿ with the subject meter. The patient manages his diabetes with insulin (type/ amount not specified). At that time, the patient reportedly administered his usual dose of medications. About 10 minutes later, the patient claimed he began to feel bad and was shivering. The patient tried to eat one cube of grape sugar; however, the patient claimed he still lost consciousness. A colleague found the patient unconscious and contacted emergency medical services (ems). Over 30 minutes later, the patient¿s blood glucose was retested which reportedly read ¿2.0 mmol/l¿ with another device. The patient was administered intravenous (IV) glucose as treatment. About a week after that, the patient reported blood glucose result of ¿13.9 mmol/l¿ with the subject meter and ¿2.0 mmol/l¿ with another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The patient claimed he experienced the same symptoms after testing and was treated with intravenous (IV) glucose by a physician at his work. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (02/06/2014), the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the test strips passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.